Manufacturer narrative:
Corrected information (03/31/2015): the initial MDR 1226181-2015-00172 was filed on march 30, 2015 under zip file 1226181-2015-00173. The zip file was renamed to align with MDR 1226181-2015-00172 .

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they cleaned the probe and performed a recalibration. The customer also tried using the new flexes. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and discovered that reagent probe cleaner was not reaching the reagent 2 (r2) drain. The cse placed the bottle of probe cleaner but it did not help. The cse found a kink in the tubing inside a spiral wrap. The cse replaced and redressed the tubing from the bottle to the pump after which the reagent probe cleaner reached the r2 drain. The cse ran a system check, which passed. The cause of the discordant, falsely elevated magnesium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated magnesium (mg) results were obtained on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension exl 200 instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated magnesium results